Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The isi fse was able to replicate the reported event. The isi fse replaced erbe integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu was analyzed and found to have a u-02/c-00 error. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer was experiencing c-01 errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted several iesu faults. Prior to calling, the customer rebooted the integrated electrosurgical unit (iesu) with no change. The isi tse had the customer perform a hard reboot of iesu with no change. The customer did not have another vision side cart (vsc) or a force triad generator. The isi tse informed the customer that the surgeon would have to decide how to proceed without the iesu. A biomed came on the line and stated that the site connected a force fx generator to the instruments and set the force fx pedals next to the console. The customer continued with the procedure as planned with no reported injury.